Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving a reading of 173 mg/dl on his adc blood glucose meter and went to bed without any hyperglycemic symptoms. Three hours later, customer reported that he subsequently experiencing lost consciousness. Paramedics were called and responded. Paramedics tested his blood sugar level using their meter and received a reading of 24 mg/dl. Customer was given glucose intravenously and was transported to a health care facility. In the health care facility, customer was seen by the doctor and was diagnosed with hyperglycemia. Customer's routine insulin dosage was decreased from 10 units a day to 5 units a day. Customer self-treated with lisinopril, nadolol, sotalol, "hydnotllot", levothyroxine, amlodipine, and simvastatin. There was no report of death or permanent injury associated with this event.